Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 278 mg/dl. The insulin pump alarmed no delivery. The blood glucose reading at the time of the event was 740 mg/dl. Customer unable to decrease the blood glucose level. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip and manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.